Manufacturer narrative:
Investigation summary: 10 customer samples were returned from customer facility to be evaluated. No photos were returned to the manufacturing site for evaluation. The 10 customer samples were sent to (B)(4). After investigation, there were no manufacturing related defects found. The 10 customer samples were sent to (B)(4). The device history records were reviewed with no issues being identified. There were no related quality notifications for the stated lot. All process and final inspections comply with specification requirements. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Investigation conclusion: after investigation, there were no manufacturing related defects found. The 10 customer samples were sent to (B)(4). The device history records were reviewed with no issues being identified. There were no related quality notifications for the stated lot. All process and final inspections comply with specification requirements. Bd was unable to confirm that the customer¿s indicated failure mode. The 10 customer samples were sent to (B)(4). Root cause description: based on the investigation, a root cause could not be determined within the scope of this evaluation. Rationale: bd was unable to confirm that the customer¿s indicated failure mode. The 10 customer samples were sent to (B)(4). Bd life sciences - preanalytical systems received 10 customer samples were returned from customer facility to be evaluated. No photos were returned to the manufacturing site for evaluation. The 10 customer samples were sent to (B)(4). The device history records were reviewed with no issues being identified. There were no related quality notifications for either lot. All process and final inspections comply with specification requirements.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes experienced poor barrier separation after use.